Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system was unable to establish communication between the implantable pulse generator (ipg) and the remote control. Attempts to establish communication using the clinician programmer (cp) were also unsuccessful. The patient further reported requiring frequent charging of the ipg and indicated a return of pain, which was causing sleep disturbances. As a result, the ipg was explanted and replaced with an upgraded device. Postoperatively, the patient is recovering as expected. The explanted device will not be returned for analysis, as it was disposed of by the medical facility.